Event description:
It was reported that during a lead extraction to remove 2 cardiac leads (ra and rv), an injury occurred. Reportedly, during extraction of the rv lead, a 16f glidelight laser sheath was used. The lead was removed, and the patient blood pressure immediately dropped. An effusion was noted and a sternotomy was performed. The patient was put on bypass and the injury to the superior vena cava (svc) was repaired. A new pacemaker and two new transvenous leads were implanted and the patient made a full recovery.